Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. The monitor was returned to manufacturer for analysis. The reported event was due to an electrical failure in the surgeon lcd monitor. This issue is tracked through hardware defect tracking software and references to this issue have been added to that record. Replacement of the monitor resolved the issue. No further issues were reported.

Event description:
A medtronic representative reported that the navigation system's surgeon monitor did not display anything on the screen during preoperative preparation. After the cable was unplugged and plugged back in, the monitor worked for only 1-2 seconds before it went blank again. There was no patient present when this issue was identified.